Event description:
It was initially reported that the pt had high impedance at a recent appointment. The pt had recently had a generator replacement. Diagnostics were within normal limits following generator replacement (output status - ok, impedance - ok, impedance - 1848 ohms, eri - ok). There was no reported trauma. X-rays were taken but have not been provided to the MFR. Surgery is likely but has not occurred at this time. Good faith attempts for more info have been unsuccessful to date.